Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy that converted to an open hysterectomy on (B)(6) 2012 and topical skin adhesive was used. On (B)(6) 2012, the patient was noted to have redness, swelling, and itching at the incision site. The physician removed the topical skin adhesive in the office. The patient was prescribed keflex and benadryl. The patient was than seen on (B)(6) 2012 at the emergency room where the physician stated that no infection was present and prescribed prednisone for nine days.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.